Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3998, lot# v001871, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the paddle lead went bad and they couldn't take it out because of the scar tissue around it. The issue occurred in 2009.

Event description:
Additional information was received from the consumer on (B)(6) 2016 regarding circumstances that led to the issue of the paddle lead that went bad; the consumer reported that the patient had not changed anything and the contacts had gone out. During a meeting with a manufacturer representative at the healthcare professional's office, two contacts had failed during set up. He further stated that the lead could not be removed because of possible damage to the spinal cord and because of the amount of bone that needed to be removed to access the lead. The patient noted that he had 7 implants over the course of 14 years, and all but one had contact failure that caused replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead going bad was ancient history.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.